Event description:
Hill-rom received a report from the account stating the scale was not reading accurately. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the scale not reading accurately due to the load beam number 2 inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the load beam number 2 to resolve the issue. Based on this information, no further action is required.